Event description:
A malfunction alarm was reported, identified with code malf 0. There was no adverse impact to the customer's blood glucose level. As a corrective measure, the customer was instructed to use multiple daily injections as a backup therapy while a replacement pump was arranged by technical support. Additionally, the customer understood the instructions for placing the faulty pump into storage mode and returning it to tandem using a pre-paid label.